Event description:
It was reported that the patient reported a needle retraction issue or deployment issue; it could not be determined from the report which had occurred.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "it was reported that a needle retraction issue occurred." H2: correction/additional information. H6: adverse event problem - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a needle retraction issue occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient cleansed the insertion site with alcohol, allowed the alcohol to dry, applied a tegaderm to the area and applied the sensor. After pressing the deployment button, she was unable to remove the applicator from her abdomen. She tried for over 90 minutes to remove the applicator but was unable. She went to the emergency department, was evaluated by a physician who injected local anesthesia and removed the applicator and the needle from the patient¿s abdomen. The area remains tender and bruised. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.